Event description:
It was reported that the right atrial lead exhibited high thresholds. The lead was explanted and replaced during a procedure for another lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.